Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection revealed the t1, t2, and sutures were not returned. The variable depth straw was trimmed. The needle assembly is bent. A functional evaluation could not be performed due to the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 of the ultra fast-fix was implanted, the t2 implant fell off from the inserter. Both t implants were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.